Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the harmonic ace "lost efficiency" when activating. The nurse changed the power wire, restarted the system and all energy components, but the issue persisted. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that there was no fragment that fell into the patient. The blade was not fractured. The patient has not returned to the hospital due to any complications related to the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis investigation. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measured approximately 0.47" x 0.10" and was not returned with the instrument. The complaint was confirmed by failure analysis. Review of the provided image by a regulatory post market surveillance analyst was inconclusive as the image was not clear and there was a plastic cover obstructing the view of the tip.